Event description:
It was reported that this implantable pacemaker depleted early and reached battery capacity depleted (bcd). Health care professional (hcp) stated that estimated longevity 6 months ago was 1.5 years. Boston scientific technical services (ts) discussed bcd parameters and the need to be changed out as the device has been in service for 11 years. A request was made to have data from this device analyzed. Data analysis suggests that there were periods of instability in the voltage measurements. The root cause is unknown, but this device could be affected by high battery impedance. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.